Event description:
MFR report #: 9617175-2025-00021. So this is now the second similar case happening in here in very short time period. The patient had been playing floor ball, had fallen and been hit in the forehead by a stick, and had sustained a wound to the forehead. Emergency medical services went to the scene, where they found that the patient had a wound that needed to be glued to his forehead. The paramedics had glued the wound so that the adhesive had run into the patient's left eye, and the patient's eye had completely closed. For this reason, the patient was taken to the emergency room. The patient reported that he had been in a semi-sitting position at the time of the wound sealing, and the adhesive had run from his forehead into the patient's left eye. The patient's face below the wound had probably not been protected in any way to prevent the adhesive from running. The paramedics had attempted to rinse the patient's eye with saline at the scene, and had consulted the emergency room doctor, who had also instructed them to remove the adhesive with a cotton swab dipped in acetone. Despite this, the patient's eye had become badly blocked. The patient should have been lying down at the time of wound sealing, and the face should have been protected, for example, with a bed sheet/folds, to prevent the glue from dripping into the eye.